Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetes ketoacidosis on an unknown date. The customer's blood glucose value was over 600 mg/dl. Customer reported that she wasn't getting any insulin. Customer reported that ended up going to the hospital. Customer reported that the battery cap was not making a good connection. Customer reported that blood glucose was over 60 mg/dl and she was vomiting. Customer reported that she felt very sick. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature not active and not automatically adjusting insulin at time of high blood glucose event. Customer reported that it was the same battery issue that caused her blood glucose to climb. The insulin pump will not be returned for analysis.